Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 1500 instrument. Siemens advised the customer to clean the sample probe s1, reagent probe r1, reagent probe r2 and the drains. The customer was advised to run the sodium hydroxide probe clean and auto-align the s1, r1 and r2. The customer performed a five replicate precision study using the original sample on the original instrument for troubleshooting purposes. Siemens headquarters support center (hsc) evaluated the available information and found consistent data related to reagent metering, reagent mixing and water blanking. The cause of the falsely depressed vancomycin is unknown. Potential causes of the falsely depressed vancomycin test results are preanalytical variables, poor sample aspiration or poor sample dispensing. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
A falsely depressed vancomycin (vanc) test result was obtained from a dimension vista 1500 instrument. The initial test result was not reported to the physician(s). A new sample was drawn for repeat testing on the same dimension vista 1500 instrument, and a higher test result was obtained. The repeat result was reported to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely depressed vancomycin test result.